Event description:
It was reported the customer had cosmetic damage to their insulin pump. The customer stated they had dropped their insulin pump. Customer reported scratches on the insulin pump's screen as a result of dropping the insulin pump. The customer also reported that it was hard for them to read the insulin pump's screen. Customer's blood glucose was 125 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Insulin pump was received with cracks to the reservoir tube lip, battery tube threads, a scratched lcd window, scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).